Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient said that there was discomfort at the battery site she felt like it was tilted and wasn¿t sitting flat. She wanted it repositioned ¿deeper and flatter¿ was her preference. No known factors that were related to this issue. The pocket was opened and the ins was implanted deeper. It's unknown at this time of the revision resolved the issues.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patent reported an issue with an implantable neurostimulation. Patient reported they had to reposition the implant 2yrs ago because the implant was bulging out of her back and she had to go back to healthcare provider 5 -6 times for repositioning and the ins was replaced in (B)(6) 2020- (B)(6) 2021. Patient mentioned the manufacturing representative was supposed to replace the ins 2yrs ago. Agent asked patient to connect with controller and navigate to controller about screen to read the ins serial number. Patient read (B)(6) that is on record. Agent reviewed device information. Agent explained the function / battery pack / neurostimulator. Agent observed confusion regarding ins / battery pack. Agent recommend patient consult with hcp ofc if there are any concerns with ins. The patient was redirected to their healthcare provider to further address the issue.